Event description:
I had the essure procedure as a permanent birth control procedure. I trusted my doctor when he said there were no side effects, and not to believe what I have read on the internet. I had the procedure on (B)(6) 2013. I was sedated for the procedure. When I came through, I was nauseous, dizzy, threw up nasty yellow bitter things three times. I was told that everything went well. When I got home, drank some apple juice, took some pain killers and went to sleep. Woke up and felt much better. However, on sunday evening of (B)(6) 2013 as I was washing my private area in the shower, I felt something funny in my hand. I was also on my menstrual cycle, I held it up, rinsed it out (excuse me for my graphic detail), took a good look at it and knew something was not right. I immediately thought of the essure. I got out of the shower, placed it in a ziploc bag, went to my laptop and googled "essure images". Here it was, the exact replica of what I was holding. I was panicking but could not do anything since it was late and the dr's office was closed. The following morning I took it to the dr's office. He was not in but I was able to get an appointment later the same day. I met with the dr., he basically told me to live my life with the other one, and to be sure to use birth control. He threw it in the trash, asked me to make a follow up appointment in 3 months. I am now worried, frustrated and most of all regretful of the procedure.